Event description:
It was reported that, at 4624 joules;1.09 minutes, tip break was noted. The fiber was exchanged and the procedure was completed. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-433a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the glass cap and the metal cap are detached; the distal glass cap within the metal cap was returned; the metal cap exhibits moderate detritus adhesion; the glass cap exhibits moderate devitrification at the output window; the fiber proximal to fracture can rotate independently of metal cap; the outer flow tubing open end is damaged. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Additional information: the identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode; based on the analysis above, the potential for forward firing may exist.